Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case and battery drawer are broken. Two side bail covers, two case screws, ring cover, side bails, ring, and ring cover screw are missing.

Event description:
It was reported the display screen scrambled at power on. The external pulse generator (epg) was returned for repair. There was no patient involvement.